Manufacturer narrative:
Additional serial numbers: (B)(4). Other #: (B)(4). MFR date: 02/2013, 06/2013. Patient with recurrent glioblastoma experienced new onset seizure resulting in hospital admission while on novottf therapy. Novocure medical opinion is that the seizure was related to underlying diagnosis of progressive glioglastoma, not related to novottf therapy. Seizure occurred 4 months after start of novottf therapy. Patient continued with novottf after a 2 week hiatus with no further seizure activity reported. Seizures were reported as adverse events on the pivotal phase iii recurrent gbm trial in both arms of the trial (9% and 4% in novottf therapy and chemotherapy arms respectively). None of these seizures were considered device or chemotherapy related by investigators. Seizures are a known complication of the underlying disease (recurrent gbm). Additional risk factors for seizure include concomitant bevacizumab (seizure was among the most common bevacizumab-related toxicities in phase ii-iii studies, affecting 9-9.7% of patients. Source: lai et al., jco, 2011, 29(2): 142-148/ chinot et al., neuro-onc, 2012., 14 (suppl 6): vi101-105).

Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On (B)(6) 2013, novocure was informed that the patient had been hospitalized due to new onset seizure. On (B)(6) 2013, the patient experienced slurred speech, staring spells, stiffness of extremities and loss of consciousness. Patient was taken to hospital via ems, was admitted and started on levetiracetam and dexamethasone. Novottf therapy was temporarily discontinued. Head CT was questionable for bleed. For the next week, patient was described as being weak, slow and mentally "off." Patient was discharged on (B)(6) 2013. On (B)(6) 2013, patient was seen at prescribing site and neurological exam was back to baseline. Patient denied headaches, nausea, vomiting, seizure, imbalance or fali. Brain MRI did not show evidence of bleed, edema or disease progression. Dexamethasone dose was lowered with weekly taper. Novottf therapy was restarted. Levetiracetam was continued. No further seizures have been reported.